Event description:
The pump was returned for service where a failure code 715:00 was found in the event history. The biomed engineer stated to the baxter service facility that they have no record of any pt incident involving the pump since the last baxter service event.